Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the evaluation code b15 was inadvertently missed to be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Photos were provided. One photo showed a yellow lens in a lens case base. The lens was posterior surface up. Viscoelastic was visible on the lens. One haptic was broken distal area. The broken portion was adhered to the anterior optic surface. Unable to determine if the line on the optic at the broken haptic portion was a crack or a reflection. If a crack, this would indicate a plunger override occurred. Photos were also provided of the company cartridge. The view was from the top. There did not appear to be adequate viscoelastic in the cartridge. The end of the cartridge tip appeared to be bent. The cartridge had evidence of placement into a handpiece. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified viscoelastic was indicated. It is unknown if a qualified lens model/diopter and handpiece was used. The product was not returned. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. It is unknown if a qualified lens model/diopter and handpiece was used. Based on review of the provided photos the lens and cartridge were damaged. One lens haptic was broken and adhered to the optic surface. Unable to determine if the line observed on the optic at the broken haptic portion was a crack or a reflection. If a crack, this would indicate a plunger override occurred. Photos were also provided of the company cartridge. There did not appear to be adequate viscoelastic in the cartridge. The end of the cartridge tip appeared to be bent. The cartridge had evidence of placement into a handpiece. The IFU instructs: the intra ocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, at the time of loading the lens, lens got stuck in the cartridge and the lens was damaged as the tip of the cartridge appeared to be deformed. Additional information was received stating that, there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).